Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that after doing an ablation procedure, this pacemaker was not working right. The device was ventricular pacing and sometimes atrial pacing with underlying rhythm of atrial fibrillation (af). There was no further information provided. As of this time, the device remains in service. No adverse patient effects reported.